Event description:
Paramedics used the device to deliver defibrillator therapy to a pt six times in succession. Defibrillator energy level was selected to 200 joules and above. Expected muscular contraction in response to defibrillator discharge was observed. With sixth shock the pt ECG converted to asystole. The pt was not resuscitated. Following the use the crew printed a code summary critical event record of the event. Reportedly, the record displayed shock 1 through 6 were at 10 joules.